Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification in the left anterior descending (lad) coronary artery. After the stent was implanted, a whisper ms guide wire was used with the dragonfly optical coherence catheter (oct) to confirm stent expansion. The physician did three runs with the imaging catheter and on the third time, the imaging catheter felt like it was slightly stuck with the guide wire. The guide wire was removed with the imaging catheter together as one unit from the patient anatomy. The guide wire tip seemed to be at an odd angle. The guide wire tip, which had separated from the rest of the guide wire was easily pulled away and removed. The guide wire was noted to be separated in three pieces. The case was finished at this point so there was no further intervention expected or required. The patient is perfectly fine. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or the optical coherence catheter as the physician did three runs resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.